Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston did not rewind completely and the customer could not insert a new reservoir as part of it was sticking out. The pump passed the displacement verification test. Customer's blood glucose was 6 mmol/l. The pump alarmed no reservoir but the piston was still not fully rewound. The customer is using the correct size reservoir and the drive support appears normal. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will be replaced.